Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead was returned with the helix extended and tissue visible inside the helix. The tissue appears to be wrapped around the helix, which in turn pulled out when the lead was pulled. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged with tissue stuck on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.